Manufacturer narrative:
The pump passed the displacement, self test, off no power and unexpected restart error tests. The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support. Unable to perform the occlusion, prime or excessive no delivery tests due to the alarms. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a broken belt clip slot, a cracked display window, a cracked case and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the piston did not recognize the reservoir. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.